Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received in one piece. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal acrylic 1-piece lens because of the presence of a diffractive ring pattern on the optic. The lens was not damaged on haptics or edge of the lens. The lens was unfolded. Surface residuals (particles and fibers) were observed on lens which indicated that the unit was handled and prepared for surgical use and that could be related to the handling the lens in a non-sterile environment. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) did not unfold properly. The lens was removed and replaced. In follow up, it was stated there was an incision enlargement of 6mm and a vitrectomy was performed. There were no patient complications. The implant was for the patient's left eye. The doctor had planned to place a tecnis multifocal lens (as patient has a tecnis lens in their right eye) and during use of the lens, the capsule popped. The lens was removed and the doctor used a non amo monofocal lens for the replacement. Patient did very well post op and the lens had excellent centration.